Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
PICC line red lumen not flushing; noted to be occluded, md notified, tpa instilled. Upon withdrawing tpa after 120 minutes; blood return was verified. Per policy, blood with tpa was drawn back into the syringe to be discarded. While drawing back, bubbles were noted in the syringe and were clearly coming from a place n the tubing where the clamp was previously clamped. Outside air was being drawn into the lumen of the PICC, creating bubbles where it would appear a small break in the line was. Md notified, PICC removed.